Event description:
The sales representative reported on behalf of the customer that the aes-90sn; aes-90sn probe assy,suct,sin was being used on (B)(6) 2023 during a shoulder arthroscopy procedure and ¿faceplate detached from probe during surgery. Faceplate had to be retrieved from patient. No injury.¿. There was no injury or impact to the patient or user. There was a 5 minute delay to the procedure. After further assessment it was found the procedure was completed. Surgical grasper forceps with x-ray assistance were used to retrieve the fragment. Patient was sent home as normal. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
Update: suspect product used during the event was not returned for evaluation. Customer returned for evaluation, a total of (B)(4), new item aes-90sn. Examination of the returned new devices, item aes-90sn, qty of 20 could not confirm the reported problem. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. A two year lot history review shows 3 events for this lot number and failure mode. A two-year review of complaint history revealed there has been a total of 53 reports, regarding 54 devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised the following: do not use the probe for mechanical displacement of tissue, damage to the probe may occur. Maintain the probe tip, including the return electrode, in the field of view at all times. Injuries to the patient may result from inadvertent activation or movement of an activated probe outside the field of view. Care should be taken in procedures that may cover the probe return electrode. Alternate site ablation may occur if 75% of the return electrode is masked, making the return electrode surface area smaller than that of the active electrode. If partial coverage of the return electrode is required for the procedure, use a lower setting and maintain visibility of the return electrode while applying rf. We will continue to monitor for trends through the complaint system to assure patient safety. H3 other text : devices returned were unused.

Event description:
The sales representative reported on behalf of the customer that the aes-90sn aes-90sn probe assy,suct,sin was being used on (B)(6) 2023 during a shoulder arthroscopy procedure and ¿faceplate detached from probe during surgery. Faceplate had to be retrieved from patient. No injury¿. There was no injury or impact to the patient or user. There was a 5 minute delay to the procedure. After further assessment it was found the procedure was completed. Surgical grasper forceps with x-ray assistance were used to retrieve the fragment. Patient was sent home as normal. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. A two year lot history review shows 3 events for this lot number and failure mode. A two-year review of complaint history revealed there has been a total of 53 reports, regarding 54 devices, for this device family and failure mode. During this same time frame (B)(4) have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, (B)(4). Per the instructions for use, the user is advised the following: do not use the probe for mechanical displacement of tissue, damage to the probe may occur. Maintain the probe tip, including the return electrode, in the field of view at all times. Injuries to the patient may result from inadvertent activation or movement of an activated probe outside the field of view. Care should be taken in procedures that may cover the probe return electrode. Alternate site ablation may occur if 75% of the return electrode is masked, making the return electrode surface area smaller than that of the active electrode. If partial coverage of the return electrode is required for the procedure, use a lower setting and maintain visibility of the return electrode while applying rf. We will continue to monitor for trends through the complaint system to assure patient safety. Device not yet received.